Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and a spi testing. Visual analysis of the returned sample revealed reddish material and a hole in the pebax, internal parts are exposed. The force sensor test was performed, in accordance with bwi procedures. No errors were found during the test. The force issue was unable to duplicate during the product investigation however, the blood inside the pebax could cause the force sensor issue. The root cause of the pebax damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 30513884m number, and no internal action related to the complaint was found during the review. As part of bwis quality process, all devices are manufactured, inspected, and released to approved specifications. Regarding the visual finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a (thermocool¿ smart touch¿ sf bi-directional navigation catheter for which biosense websters product analysis lab identified a broken pebax with internal components of the tip exposed. There was reddish material inside. The damage was identified on (B)(6) 2021. During the procedure, the force values went from 8-10 grams to 55-60 grams as soon as ablation started. When ablation stopped, the force values reverted to their former readings. The cable was replaced but the issue persisted. The catheter was replaced and the issue resolved. The procedure continued. No patient consequences were reported. The force issues are not MDR-reportable. The broken pebax and exposed internal components of the tip are MDR-reportable.